Event description:
It was reported during the insertion of a dialysis catheter, the physician had difficulty to peel away the sheath. The sheath did not tear at the proper location. The physician had to cut the end of the sheath with scissors. It was reported "patient is fine, there was no consequence for the patient."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported during the insertion of a dialysis catheter, the physician had difficulty to peel away the sheath. The sheath did not tear at the proper location. The physician had to cut the end of the sheath with scissors. It was reported "patient is fine, there was no consequence for the patient."

Manufacturer narrative:
(B)(4). The customer returned one safe-sheath and lidstock for evaluation. No dilator was returned. Visual inspection of the sheath confirmed that it had not torn down its score lines. The sheath was wavy and deformed at the locations of separation. Per the dilator sheath product drawing the total length of dilator should measure 8.50" with the hub assembly measuring 2.15". This means that from the length of the component from the tip of the dilator to the sheath hub should be 6.35". The length of dilator tip sticking out of sheath should measure 1.34 +/- 0.30" which means that the length of the sheath body should be between 4.71-5.31" per dilator sheath product drawing. The length of the sheath body measured 5.125", which is within the specifications of product drawing. Functional testing could not be performed due to the damage to the returned sheath. A device history record review was performed, and no relevant findings were found. The instructions for use (IFU) provided with this kit states, "introduce catheter through hemostasis valve/sheath and advance to desired position. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel." The complaint of a sheath tearing incorrectly was confirmed by a complaint investigation of the returned sample. The returned sheath did not separate along the score lines as intended. A device history record review was performed, and no relevant findings were found. Based on the sample returned and the fact that the sheath is a purchased component, this is likely a supplier issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.